Manufacturer narrative:
D6a: added implant date. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary: no product return. Hematuria: the cause of the injury was not determined due to insufficient clinical details. Access site adverse event/minor bleed: the cause of the access site adverse event was not determined due to insufficient clinical details. Device in wrong position: the cause of the positioning issue was unable to be determined due to insufficient clinical details

Manufacturer narrative:
The following sections have been updated: b4, g3, g6, h2, h11 additional information was provided which states that impella cp was explanted and bridged to the impella 5.5. The patient survived the procedure.

Manufacturer narrative:
A5 is unknown. The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced hematuria. The pump was positioned deep and was pulled back into position. Impella support continues.

Event description:
Additional information was received indicating that the patient had bleeding at the access site around the sheath. The pump was eventually weaned and explanted, and the patient survived the event.

Manufacturer narrative:
Additional information received and h6 codes were updated.